Manufacturer narrative:
(B)(4).

Event description:
It was reported that freeze capture of an inductive device revealed anomalies via merlin.net. Transmission was reviewed. The device did not display noise reversions and missing markers do not annotate the paced waveform shown on the strips. Possible issue was moved wand during the transmission. No noise episodes were reproducible in clinic. The patient will continue to be monitored.